Event description:
It was reported on a study that a patient had a nonunion and underwent re-operation and nail exchange 1 year post initial implantation. The patient had an open fracture but no other contributing factors are mentioned. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Report source: UK. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(6) updated: b4, b5, g3, h1, h2, h3, h6, h10 h6 (component) - proposed annex g code: mechanical (g04) - im nail reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.